Manufacturer narrative:
Due to the reported difficulty, unused sterile devices were returned from the account. An acceptance sampling was performed in which all devices passed demonstrating that the suture bearing on all these devices were not blocked with loctite.

Manufacturer narrative:
Visual inspections and chem analysis were performed on the returned device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances; however, loctite was found to be blocking the suture bearing. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties appear to be related to a potential product quality issue due to loctite blocking the suture bearing. The issue is being addressed per internal operating procedures. The subsequent treatment appears to be related to procedure circumstance. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venotomy closure of a common femoral vein using a prostyle device after an ablation procedure using a 8fr sheath. Reportedly, the sutures were deployed, the foot was removed from the patient anatomy; however, the prostyle device could not be removed further. The knot pusher was advanced, the suture was cut from the patient anatomy, and the device could be removed. The prostyle suture was noted to be stuck in the o-ring and would not release. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.